Event description:
I placed a 16 french foley catheter into the pt prior to the start of the surgical procedure. I confirmed proper placement of the catheter by seeing urine return in the foley tube after insertion. Once the surgical procedure was complete, the surgical drapes were removed. After the surgical drapes were removed, I noticed that the foley catheter was no longer in the pt. After looking at the catheter, I noticed a hole in the end of the foley catheter.